Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance alert triggered on the right ventricular (rv) defibrillator coil portion of the rv lead in 2015. The lead remains in use, and the issue is being monitored. No patient complications have been reported as a result of this event.